Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said they don't know if the issue is with the stimulator or the controller. Patient said they have noticed that they are not getting any stimulation from the implant. Patient also said that for the past several weeks, the implant has not been more than about 10% discharged. Patient mentioned that they had gotten used to the tingling feeling and hadn't noticed that it wouldn't be doing anything. Agent asked patient if they think the issue has been going on for a while and patient said probably about a month. Patient then said they think the error message has something to do with the controller because when they try to increase the stimulation and the values on the different settings in the groups, it won't do anything, it just gives them a settings not available message. During the call, patient was in group b. Patient switched to group c and was able to feel the stimulation, but after they lowered the intensity, they couldn't raise it back up and saw the message settings not available. The issue was not resolved through troubleshooting. Agent reviewed the message and redirected the patient to their healthcare provider to further address the issue. On 2025-feb-28, additional information was received from the patient (pt). Pt called back and confirmed an ongoing issue from their initial call. Patient stated they couldn't access the settings for their stimulator and mentioned the controller would hang, go to a blank screen and goes dark intermittently when they were charging their implant. Patient noted they would have to reset the controller. Patient mentioned they met with a manufacturer representative (rep) yesterday and were told to call pats for a replacement controller. Patient commented this rep wiped out the adaptive stimulation. Patient mentioned the issue began 2-3 months after they got their implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 100% and implant 100%. Agent instructed patient to start a charge session; implant recharging with excellent quality. Agent walked patient through adjusting stimulation and patient confirmed they were able to increase stimulation in groups a, b and c. Patient denied any error messages/codes. Agent reviewed with patient external equipment appears to be functioning as intended, to monitor and to call back if further assistance is needed. The troubleshooting steps taken on call resolved the issue. On 2025-mar-18, additional information was received from the pt. Pt reports meeting with rep and their physician, and that it was determined that two impedances had developed in the wiring connecting the stimulator to their spine. This was the cause for no stimulation and maybe part of why their controller wouldn't display settings. Pt reports the rep wiped the programs in the stimulator and loaded very basic programs without adaptive stimulation. Another rep had to come and reprogram the stimulator and add adaptive stimulation to the settings. Pt states they are not satisfied the problem will not recur.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp). The reason for call was caller inquired about patient's components as they reported that patient has had "revisions" in the past. When asked further about the revisions, caller had note from previous MRI tech from a scan in (B)(6) 2025 that patient had a revision in (B)(6) - specifically on (B)(6) 2025, the spinal cord stimulator was removed. Caller then added they had a specific note dated 05-sep-2025 that patient had history of scs, which was subsequently removed due to "wiring complications" and had plans for reimplantation. Troubleshooting was not required.

Event description:
Additional information was received. Pt called back repeating issue from this case. Pt stated since about the last part of march, they are getting settings not available message on the controller and they cannot change their settings or go to MRI mode. Pt stated they are at the point where they need to make therapy adjustments. Pt stated 'the only thing' they are able to do is charge the ins. Pt noted that there was a rep who did not understand how to set up adaptive stim and the rep really screwed up and made it torturous. Pt stated then, they saw a rep named (B)(6) who reprogrammed again with the adaptive stim but, the settings are now so low that it is not helping them. The patient stated they think something is wrong with the controller because they used to be able to make adjustments and now they cannot.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type: programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that they became aware of the issue on (B)(6) 2025. Rep reported there was an impedance on both leads due to a patient (pt) fall on (B)(6) 2025 where the pt fell on their back. Rep reported due to scar tissues, the physician was unable to get the new leads in place. It was noted the hcp could not advance the leads. As a result, they explanted the whole system. The issue has been resolved and the devices have been discarded. The information has been confirmed with the physician.